Manufacturer narrative:
(B) (4). Myocardial infarction, revascularization. Revascularization, stent implanted.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal rca, as treatment of the target lesion (MFR report 2953200-2010-00158). A dissection was noted, therefore, one endeavor sprint rx drug-eluting stent was implanted at the proximal rca overlapping, as treatment of a complication/dissection bailout. One endeavor sprint rx drug-eluting stent (MFR report 2953200-2010-00160) was implanted at the mid rca. Pt was asymptomatic / free of symptoms at 30 day f/u, 6 month f/u, 1 yr f/u and 1.5 yr f/u. It is reported that an acute non-stemi occurred approximately 20 months following index procedure. Pt was taking asa and clopidogrel / ticlopidine 24 hrs prior to event. Investigator indicated that an angiography was performed and that the target lesion was involved but that the event was not related to the study stent. Location of infarction was non-determinable. Investigator assessed the event as a non-q-wave mi. It is reported that, while on holidays, pt was admitted with left heart failure and subsequent rise of troponin. Two weeks later, on return home, a ptca revascularization was carried out at the proximal and mid rca, due to restenosis after previous ptca. One endeavor sprint rx drug-eluting stent was implanted at each lesion. Investigator indicated that event was related to the study stent.